Event description:
It was reported occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The call was disconnected and multiple attempts were made by tandem technical support to follow-up, but no response was received.